Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie pocket lid was broken. A field service engineer assisted the customer using remote support services. They dialed into the station and used a hardware test to release the broken cubie pocket. The customer installed a new cubie pocket to resolve the issue. E1 (initial reporter state - (B)(6), initial reporter zip - (B)(6) the device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a broken cubie lid and was unable to recover. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.